Event description:
The customer contacted stryker to report that their device's screen completely froze and locked up. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.